Manufacturer narrative:
Continuation of concomitant products: dtba1d1 crt d implanted on (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing  on stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.